Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that bio scanner was not working. A field service engineer (fse) reseated the universal serial bus cable on the bio identifier (bio ID), restarted the station, and had the customer test it. The bioid lit up but did not read any users. Later, the fse troubleshot the issue and found a loose cable that was not properly connected to the bioid. The cable was reconnected; the system was rebooted and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bio scanner was not working the customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.